Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman trussell access systems (was) and 3 watchman flx laa closure device and delivery systems (wds) were used. The first was advanced into the laa after the trans-septal puncture and there was noted to be a lot of torque. It was also noted that the patient had tortuosity at the femoral level that could have affected the maneuvers with the was. The wds was advanced into the was. The closure device was deployed, but did not meet the release criteria, so it was recaptured and removed. A kink was noticed in the was, so it was also exchanged. The new was positioned in the laa and there noted to be a lot of torque. The second wds advanced into the . This closure device also deployed, but again did not meet the release criteria. The wds recaptured and removed. A kink also noticed in this , so it exchanged. A third was positioned in the laa and the third wds advanced into the . This closure device deployed, but again did not meet the release criteria. The wds recaptured and removed. There no issue with either or wds. The procedure unable to be completed with these devices. There were no patient complications. The patient may receive a different non-bsc device in the future.